Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, a blood leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Prior to the sheath being inserted into the heart and prior to the catheter or septal puncture needle being inserted, blood was noted to be leaking from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed.